Event description:
Complainant alleged that while attempting to defibrillate a 62-year-old male patient, the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing without duplicating the report. The device worked as expected. The device was recertified and returned to the customer. Review of the log showed the shock was selected and delivered at 50 joules. The log also showed the shock delivered was within specification of the 50j selected shock. There is no faults or advisory messages noted in the log during this event. Analysis of reports of this type has not identified an increase in trend.